Event description:
A technician reported that during surgery, they lost suction. The pt interface was exchanged, suction was reacquired, and the flap was completed. There was no harm or impact to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).